Manufacturer narrative:
Analysis of ins (B)(4) found that the ins had reached eri (elective replacement indicator), eos (end of service), and the battery warning message was confirmed when the ins was received. Destructive analysis traced this to the hybrid circuit board. The failure occurred twice within four hours after removing the hybrid from the device and the failure was isolated to the hybrid but the cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) reporting that attempted communication with a neurostimulator (ins) resulted in a ¿battery warning¿ message and being unable to advance further. The screen stated that the ins batteries were depleted and to replace the batteries now. The rep noted they attempted to communicate ten different times with two different clinician programmers. The rep stated they ended up using a different ins at the implant surgery. Additional information was received from a representative (rep) reporting that they could not interrogate with the battery. The rep stated that it seemed like the battery was dead. The rep stated they would return the battery to be analyzed. No symptoms were reported. No further complications were reported.